Manufacturer narrative:
Block h6 (device codes): medical device problem code a0501 captures the reportable event of tube detached. Block h10: a portion of endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis of the device revealed that the section of molded internal bolster detached from the tube and was not returned for analysis. Specifically, the detached/separated section was the anchor pocket where the obturator distends the bolster during placement. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the failure modes were caused due to user technique or other procedural factors and force applied with the obturator to distend the gastrostomy tube during placement could have contributed with the event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure on (B)(6) 2021. During the procedure, the securi-t replacement tube broke when extended by the obturator. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure on (B)(6) 2021. During the procedure, the securi-t replacement tube broke when extended by the obturator. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.